Event description:
A pt underwent a therapeutic procedure for hemostasis (site unk). The resolution clip device did not dislodge properly. The user facility was not able to supply any further information regarding this event. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. There is not further information available at this time.